Event description:
It was reported to resmed that the "flaps" on the connector of an airfit f20 full face mask were allegedly getting stuck. It was reported that the patient needed to use excessive, forceful breathing to get them to move. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation can be performed. The mask has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed includes the following statement in the airfit f20 user guide ¿the elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear.¿ the reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).